Event description:
A male patient underwent aaa repair on (B)(6) 2010. While deploying a converter in the left common iliac, which was very tortuous, the sheath separated from the hemostatic valve. Area representative recommended that the whole system be removed and to not continue withdrawing the sheath to open the graft. The device did not cause any harm to the patient and the physician was able to complete the case successfully using an alternative method. The case was originally going to be fixed with a renu converter, leg, and plug. The physician wanted to try and fix left iliac only. When that did not work, due to access being an issue, the original plan was follow through.

Manufacturer narrative:
Device- device separation is not labeled in the IFU. Event evaluation: still under investigation.